Event description:
End user reported that his itfg matrx flovair cushion is flat on the left side. End user stated that he slid out of the wheelchair and hurt his right leg, was taken to the ER by ambulance. End user is now reporting that he damaged his right heal and might have to have surgery. End user is in a quantum wheelchair (not an invacare product). Cushion is an invacare matrx intouch flovair 22x20.